Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (described as a hair) was observed in forty-two (42) units of minicap transfer set. This was identified during visual inspection before use. There was no patient involvement. No additional information available.

Manufacturer narrative:
Forty-two (42) samples were received for evaluation. All units were inside sealed pouches. A visual inspection was performed with the naked eye. Visual inspection identified particulate matter (hair, blue fibers and loose particulate) inside the unopened pouches and outside the fluid path for 40 samples. Two of the samples did not contain particulate matter but were found to have missing UDI labels. The reported condition was verified. The cause was determined to be a manufacturing issue. A nonconformance has been opened to address both issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.